Event description:
The customer called co in 2005 for assistance in clearing a string space format error on their bact/view software. When a string space format error occurs, the bact/view computer will stop communicating with a lis system until the error is cleared. The customer informed co during this call of a positive bact/alert bottle result that was not transmitted to their lis during the time before the error message was cleared. The lab was not staffed on sunday, and they had turned off their system's audible alarms. They did not realize that a bottle had gone positive, and that the bact/view computer was no longer communicating with their lis system until late morning of the same day. The customer called co back the next day in the evening to inform co that the pt who received the contaminated platelets had died. The blood bank determined that the platelets were contaminated with e-coli.